Event description:
It was reported that the right ventricular lead exhibited high thresholds at maximum output and decreased sensing, the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.